Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported an o2 flow test failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 15jan2019. The manufacturer¿s technical services (ts) confirmed the reported issue. Advised customer that assuming he has proper test setup, then he may have a faulty flow sensor assembly and was provided with the parts number for flow sensor. The o2 flow test was found during a regular pm (preventative maintenance) function test. The customer replaced the defective flow sensor to address the reported problem. The pm (preventative maintenance) passed after replacing the flow sensor. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.